Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In january 2009, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), abdominal pain lower ("abdominal cramping"), insomnia ("insomnia"), dysgeusia ("other injury(ies) or complication (s) please describe:metallic taste in mouth"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and tooth disorder ("dental problems"). The patient was treated with vandazole gel, obetrol (adderall), surgery (total hysterectomy and bilateral salpingectomy) and surgery (thermal endometrial ablation in 2008). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, dyspareunia, dysgeusia, vaginal discharge, headache, vaginal haemorrhage, bacterial vaginosis, migraine and tooth disorder was resolving, the menstrual disorder, insomnia and fatigue outcome was unknown and the alopecia and weight fluctuation had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: symptoms mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.8 kgs. Ultrasound abdomen - in january 2008: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication updated, treatment medications, new events vaginal haemorrhage, bacterial vaginosis, migrain and tooth disorder added. Outcome for the events weight fluctuation and alopecia added as not recovered / not resolved and for the events pelvic pain, menorrhagia, vaginal haemorrhage, bacterial vaginosis, headache, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, dysgeusia, abdominal pain, abdominal pain lower and back pain added as recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation "), menstrual disorder ("abnormal menstruation"), abdominal pain ("severe abdominal pain "), back pain ("back pain"), abdominal pain lower ("abdominal cramping"), insomnia ("insomnia"), dyspareunia ("painful intercourse"), alopecia ("hair loss;"), dysgeusia ("metallic taste in mouth;"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, back pain, abdominal pain lower, insomnia, dyspareunia, alopecia, dysgeusia, vaginal discharge, fatigue, headache and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: symptoms mostly resolved, though some remain incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.